Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale print/markings on the barrels of 10 ml bd luer-lok¿ syringe bulk sterile pharmacy convenience tray were missing. There was no report of medical intervention.

Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for scale markings missing on syringes with the incident lot was observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Conclusion: although bd was able to duplicate or confirm the customer¿s indicated failure mode, an absolute root cause was not determined.